Manufacturer narrative:
Ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between 11/10/2021-11/24/2021. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to patient being unhappy with vision. The patient had a refractive miss. There was no vitrectomy, incision enlargement, or sutures required. A non-johnson & johnson lens was implanted as a replacement. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Product investigation was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 29-jan-2022. Section h-3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was cut into three pieces. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.